Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's excellent hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).